Event description:
As reported by the user facility: detailed inquiry description: tubing leaking at small round yellow filter. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Due to unforeseen issues during the receiving of the samples, it has been determined that the samples were unable to be found. B. Braun could not perform an investigation without the defective sample and could not recreate the defect. This incident has been entered into the b. Braun database for any reoccurrence of this defect in the future. The complaint will be recorded for any related complaints in the future. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.